Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No rewind anomaly noted during testing or delivery anomaly noted. Device functioned properly. The insulin pump passed the displacement accuracy test. Intermittent button response noted during testing due to flattened dome switch on act button. Lcd connector was inspected and no anomaly was noted. Device received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that piston was not responding during rewind. Customer's blood glucose was unknown. Insulin pump would need to be replaced.